Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that while attempting to cross the atrial septum with a versacross connect for faradrive, the rf wire was used to cross and advanced into the left superior pulmonary vein (lspv), and the versacross dilator was also able to cross, but when attempting to get the faradrive sheath across, it would not cross the septum. Visualizing on ice, the septum did not look thick or unusual, but the sheath was not able to cross. Hence, it was attempted to dilate with a non-boston scientific 8.5 agilis sheath, however after a second attempt of crossing with the agilis sheath, the agilis would not cross the septum. After multiple attempts of crossing and predilating the septum was not able to be crossed, so the pfa case was aborted. At this point, it was decided to attempt using a smaller sheath and doing rf. The procedure was completed using an alternative device. No patient consequences were reported. The device is not expected to be return for analysis (disposed).